Event description:
N/a.

Manufacturer narrative:
Tw#: (B)(4). The device was returned to the factory for evaluation on 02/05/2025. An investigation was conducted on 02/25/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal was observed in the loading device window. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or intact tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches; the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot#: 3000434862 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
Related to (B)(4). The hospital reported during the preparation stage, hst iii system (3.8mm) in step 1 when loading the seal into the delivery system, the seal did not roll and did not enter the tube, so use was discontinued., a different lot of product was prepared and used, and the surgery was completed without incident. There are no procedural delays. There was no impact or damage to the patient.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.